Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/12/2021. H.6. Investigation: one sample was returned for investigation and investigated. The customer complaint that the medication bag appeared full, and the drip chamber did not appear to be dripping could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review could not be performed because a model and lot number was not provided by the customer.

Event description:
It was reported that the unspecified bd intravascular administration set experienced flow issues, and was clogged/blocked/occluded. The following information was provided by the initial reporter: material #: unknown, batch/lot #: unknown, event date: (B)(6) 2020. Hydrocortisone 80 mg in 110 ml normal saline was primed and hung in channel c at 12:05 pm (infusion setting; rate 200 ml/hr, vtbi 75.0 ml). At 12:25 pm, the clinical staff discovered that the medication bag appeared full, and the drip chamber did not appear to be dripping. The pump recorded that 17.49 ml was infused. Then the tubing set was moved over to channel a, and channel c was put on hold. Channel a infused appropriately. We have completed our review of the equipment but have been unable to determine a root cause. Patient effect: no patient harm reported.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd intravascular administration set experienced flow issues, and was clogged/blocked/occluded. The following information was provided by the initial reporter: material #: unknown batch/lot #: unknown. Event date: (B)(6) 2020 hydrocortisone 80 mg in 110 ml normal saline was primed and hung in channel c at 12:05 pm (infusion setting; rate 200 ml/hr, vtbi 75.0 ml). At 12:25 pm, the clinical staff discovered that the medication bag appeared full, and the drip chamber did not appear to be dripping. The pump recorded that 17.49 ml was infused. Then the tubing set was moved over to channel a, and channel c was put on hold. Channel a infused appropriately. We have completed our review of the equipment but have been unable to determine a root cause. Patient effect: no patient harm reported.